Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and found that power button switch, designator sw36, is inoperative and power button switch, designator sw37, only works intermittently. The switches are worn which prevent it from powering on the device consistently.

Event description:
The customer contacted physio-control to report that the power button responds intermittently when attempting to power on their device. There was no patient use associated with the reported event.